Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, a zoll representative went on site to evaluate the device. The customer's report was duplicated and attributted to the multifunction cable. The multifunction cable was replaced to resolve the report. The device was placed back into service. Analysis for reports of this type has not identified an increase in trend.